Manufacturer narrative:
A review of the instrument logs for the sureform stapler 45 instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: no instrument logs, elastic search results, or procedure review dashboard was found for this procedure. There was no instrument engagement data was available either. Tool table for the procedure showed part number#480545-04, lot number#t92211122-0267 fired 7 reloads (6 white, and 1 black, unable to confirm order of firings). Tool table for the procedure showed part number#480545-04, lot number#t92211122-0265 fired 0 reloads. The only relevant error in the stapler instrument logs was a mid-procedure restart. There were no stapler instrument related errors in the logs. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 45 instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 45 reloads. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The review of the stapler instrument logs were unable to verify any failures. The instrument logs, and engagement logs were unable to be retrieved during this time. The instrument was fully functional. There was no problem detected. Additional observation(s) not reported by site were also identified: the sureform stapler 45 instrument was found to have roll bushing between the roll gear and the main bushing. As a result, the instrument failed engagement. The instrument's main tube was manually rotated and high friction was observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 45 stapler instrument was fired six times. The seventh time when a green reload was used and the surgeon wanted to fire after clamping, he was unable to unclamp or fire. The technical support suggested to use another stapler instrument, but it would not work. The target issue was bronchus. The green reload was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 45 stapler instrument was inspected prior to use and no damage was found. The issue occurred while stapling the bronchus. The surgeon was unable to fire the stapler instrument after the 7th fire was done. The green reload was used for the bronchus but it did not fire nor give any error message as well. The surgeon chose green reload particularly as the target tissue was bronchus. The 1st stapler instrument was working till 7th fire then encountered the issue. The 2nd stapler instrument had issues right from the beginning. The 1st stapler instrument was in use throughout the surgery. The reported issue occurred on 8th fire. No error messages generated when the stapling issue occurred. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The buttress material was used and no malformed staples were noted. There was no clamping issue for the 1st stapler instrument. It was clamped but unable to fire or unclamp. The 2nd stapler instrument unable to clamp itself. The stapler instrument was not stuck on the tissue. The surgeon used back up gastro intestinal stapler instrument to resolve the reported issue. The procedure was completed by vats. There was no patient injury. There was no post-operative complications.

Manufacturer narrative:
An return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.